Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Event date: only month and year known, assumed 1st day of month that complaint was reported. Risk management has not released device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gyn procedure, the device's tissue pad came off during surgery and was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device is being held by risk management

Event description:
User facility medwatch received.